Event description:
Device malfunction: guide wire tip separation. Time of device malfunction: during procedure. Symptoms/ae: tip remains in pt's anatomy. It was reported that approx 10 cm of the distal tip of the (B) (4) grandslam guide wire was sheared off by a non-abbott atherectomy device during a limb salvage procedure. The tip is in the left popliteal artery. Reportedly, the (B) (4) grandslam guide wire tip was sheared off with the second or third pass of the atherectomy device treating the calcified and totally occluded vessel. The tip traveled too distal to make a retrieval attempt. There were no reported adverse pt sequelae. Though requested, no add'l info was available. User facility medwatch report received that states, "while performing a atherectomy/thrombectomy with the pathway jetstream device, the grand slam guide wire broke at the tip of the jet stream, releasing 10 cm of the grand slam wire into the distal extremity of the pt. This wire was ultimately left in the pt."

Manufacturer narrative:
(B) (4): the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B) (4)